Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 535 mg/dl. Patient's current bg: 176 mg/dl. Customer states her quick serter a piece broke a few days ago(friday afternoon) because of this she had high blood glucose. Customer states she has not removed the set yet because she does not have the serter & she states she needs some help placing the infusion set without the serter. Customer states she did not want to do any troubleshoot for her high bg. The insulin pump will not be returned for analysis.